Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank and black display. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump was dropped and the screen appears to only have a partial display. The customer did not want to replace the battery and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was received with missing segments/partial display due to a bleeding lcd glass, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. The pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The pump passed the idle current, run current, off no power, unexpected restart, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly.